Event description:
When the sureform 60 was plugged into the robot it send an error message stating "device not connecting". The team trouble shot every possibility with product still not working. They opened another device and product worked fine. FDA safety report ID # (B)(4).